Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a variable angle (va) locking compression plate (lcp) two-column volar distal radius plate was implanted during the surgery. During fixation of the plate, the surgeon was unable to insert the reported va locking screw because sufficient torque transfer could not be achieved despite of his many attempts. Then the surgeon opted to insert a titanium locking screw for fixation but it also kept rotating. There was a 20-minute surgical delay due to the reported event. No adverse consequence to the patient was reported. The plate was successfully implanted; however, the two aforementioned screws were not implanted. This report is 3 of 3 for (B)(4).